Event description:
It was communicated that the subject on milrinone from surgery date (B)(6) 2017 until (B)(6)2017. During that time his cvp ranged from 9-25. He was weaned off milrinone on (B)(6) 2017. Dosage was titrated from 0.125 mg/kg/min to 0.5 mg/kg/min.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 months 8 days. Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account treated the patient for bleeding from their bladder. The patient underwent surgery and was transfused with 4 units of blood. Bladder irrigation was ineffective, and a CT scan confirmed a perforated bladder. Surgery was performed to repair injury and clot was removed. The bladder was later bypassed and the event was reportedly resolved on (B)(6) 2017. The account reported the observed hematuria immediately followed administration of heparin as started per protocol. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas. The patient later expired on (B)(6) 2017 ((B)(4)). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was one day post op when heparain was started per protocol. The patient had gross hematuria almost immediately, so heparin was stopped. He was transfused 4 units of blood over the next several days. Urology was then consulted and a routine foley irrigation was ordered on (B)(6), continuous bladder irrigation was initiated to try to help. The patient was post prostate cancer and treated with zoladex and external-beam radiation therapy in past. On (B)(6), he had a cystoscopy/clot evacuation procedure where no active bleeding, mass or tumor was seen; however, there was significant erythema, edema and friable tissue throughout the urethra. The bladder was irrigated and continuous bladder irrigation was continued again. Overnight (B)(6), alum irrigation was performed to try to stop bleeding, but this did not work. A CT scan done on (B)(6) due to worsening abdominal distension, showed a possible injury to bladder dome. The patient went to the operating room on (B)(6) for an exploratory lap where a perforation was found. The perforation was surgically extended so surgeons could see the entire bladder. A large amount of clot was removed from the bladder and a suprapubic tube was added to bypass the urethra. The patient continues to bleed and continues bladder irrigation. On (B)(6), bilateral nephrostomy tubes were placed to bypass the bladder completely and irrigation stopped on (B)(6); bladder allowed to begin to clot off since nephrostomy tubes placed. A subtotal cystectomy was performed on (B)(6). There was intermittent anitcoagulation due to bleeding. On (B)(6), subject had about 75 cc urine out from tubes. But continued with dialysis (significant volume, edema). Patient died on (B)(6) 2017 from renal failure and failure to thrive. No additional information was reported.